Event description:
Promus premier china registry. It was reported that patient experienced unstable angina. In (B)(6) 2019, the patient was presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with 80% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 8.00 mm study stent which was connected with another unspecified stent. Following post dilation, residual stenosis was 0%. Seven days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2019, the patient experienced unstable angina and was hospitalized for the further evaluation on the same day. The event was not treated medically. Twelve days after, the event was considered to be resolved and the patient was discharged to home on the same day. It was further reported that in (B)(6) 2019, the patient experienced myocardial infarction. Other action was taken to treat the event; however, treatment details were not provided. The event was considered to be recovered/resolved and the patient was discharged on aspirin, clopidogrel, and other medication.

Event description:
Promus premier china registry. It was reported that patient experienced unstable angina. In (B)(6) 2019, the patient was presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with 80% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 8.00 mm study stent which was connected with another unspecified stent. Following post dilation, residual stenosis was 0%. Seven days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2019, the patient experienced unstable angina and was hospitalized for the further evaluation on the same day. The event was not treated medically. Twelve days after, the event was considered to be resolved and the patient was discharged to home on the same day. It was further reported that in (B)(6) 2019, the patient experienced myocardial infarction. Other action was taken to treat the event; however, treatment details were not provided. The event was considered to be recovered/resolved and the patient was discharged on aspirin, clopidogrel, and other medication. It was further reported that the patient was described as requiring management of severe stenosis in the anterior descending branch and implantation of a stent.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that patient experienced unstable angina. In (B)(6) 2019, the patient was presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with 80% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 8.00 mm study stent which was connected with another unspecified stent. Following post dilation, residual stenosis was 0%. Seven days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2019, the patient experienced unstable angina and was hospitalized for the further evaluation on the same day. The event was not treated medically. Twelve days after, the event was considered to be resolved and the patient was discharged to home on the same day.